Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during the infusion drainage process. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2021, the nurse administered infusion treatment to the patient. During the drainage process, fluid leakage was found in the closed vein indwelling needle line, and the indwelling needle was replaced immediately." "On (B)(6) 2021, the nurse gave the patient an infusion treatment. During the drainage process, it was discovered that the closed venous indwelling needle extension tube leaked. Replace the indwelling needle immediately. The real thing has been discarded."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1174517. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during the infusion drainage process. The following information was provided by the initial reporter, translated from chinese: "on december 20, 2021, the nurse administered infusion treatment to the patient. During the drainage process, fluid leakage was found in the closed vein indwelling needle line, and the indwelling needle was replaced immediately." "On (B)(6) 2021, the nurse gave the patient an infusion treatment. During the drainage process, it was discovered that the closed venous indwelling needle extension tube leaked... Replace the indwelling needle immediately. The real thing has been discarded."